Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem, which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively outside of the cochlea. Furthermore, the implant housing shifted from its intended position, likely due to inadequate fixation. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user has no auditory impression. The user has been reimplanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has no auditory impression. The user has been reimplanted on (B)(6) 2025.